Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported the patient presented at the hospital for a normal device change out. The device delivered multiple inappropriate therapies due to noise during post-implant testing. Pace/sense function of the old lead was disconnected from the device and a new lead was implanted. Noise was less apparent and physician elected the device to remain implanted. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
This is a clarification of the event. Since the device analysis was normal, it is likely that the right ventricular lead have caused the noise issue.

Manufacturer narrative:
Correction: from the regulatory report number MDR-2015-22003-02, MFR report number 2938836-2015-31227 should have been (B)(6) 2018.